Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the screw was detected with an x-ray control scan prior to completing the surgery, and the screw was replaced (repositioned) successfully during the very same surgery. The outcome of the surgery was successful as intended; all screws were placed correctly as intended at the end of the surgery. There was no harm/negative clinical effect to the patient due to the screw placements, neither due to the prolonged anesthesia of approximately 10 minutes. There were no further medical/surgical remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the misplaced screw at left t9 by approximately 5 - 6 mm lateral from its intended position was most likely a movement of the patient reference array due to an insufficiently rigid fixation and/or inadvertently applied forces after patient registration was performed. The reference clamp was not properly secured to the bone surface of a spinous process and was positioned in between two spinous processes instead (i.e. Not secured to a bony structure). Forces applied to the patient reference during the procedure, e.g. Due to push/pull forces from surrounding skin and soft tissue or during cleaning of a dirtied marker sphere, likely caused movement of the patient reference array resulting in a deviation between the actual patient anatomy and the registered patient dataset on which navigated instruments are tracked. A minor contributing factor is the use of k-wires (1.45 mm) with a diameter smaller than the diameter of the drill guide (2.6 mm) used to prepare the pedicle paths for k-wire placements. The mismatched diameters can result in a slightly deviated k-wire position and angle within the prepared pedicle path (that the screw would then follow). Apparently, the resulting deviation in the navigation display was not recognized by the user with the appropriate and necessary accuracy verification during screw preparation and placement at left t9, despite the software displaying a potential inaccuracy warning alert to the user. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (mis) on the spine for a t8-t12 spinal fusion indicated for a tumor at t10, with planned placement of 8 pedicle screws at t8-t9 and t11-12, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 1.5. During the procedure the surgeon: positioned the patient in prone position on the or table and performed a biopsy of the tumor at t10. Made a skin incision medial on the spine and attached the brainlab reference array at t9. Performed a 3d fluoroscopy scan using a non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Used the navigated brainlab pointer to define incisions and entry points for the placements of the screws. Used the navigated brainlab drill guide to create paths in the pedicles at right t9 and t8, and placed k-wires down the drill guide into the prepared paths. Calibrated a non-brainlab screwdriver to the navigation and verified and accepted the accuracy of the calibration to proceed. Used the navigated screwdriver to place screws over the k-wires at right t9 and t8, using 2d x-ray to verify the placement of the screwdriver and screws. Followed this same workflow to prepare the pedicle and place a screw in left t9, however it was determined via 2d x-ray following the screw placement that the left t9 screw was placed 5-6mm lateral at the target from its intended position. Replaced (re-positioned) the left t9 screw successfully to the intended position under fluoroscopic guidance without navigation. Completed the surgery successfully as intended, placing the remaining screws under fluoroscopic guidance without navigation. According to the surgeon: the deviation of the screw was detected with an x-ray control scan prior to completing the surgery, and the screw was replaced (repositioned) successfully during the very same surgery. The outcome of the surgery was successful as intended; all screws were placed correctly as intended at the end of the surgery. There was no harm/negative clinical effect to the patient due to the screw placements, neither due to the prolonged anesthesia of approximately 10 minutes. There were no further medical/surgical remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either.